Event description:
It was reported that the right ventricular (rv) lead was surgically abandoned due to patient's impedance and threshold measurements trending upwards, but still within normal range. The physician made a decision to replace the lead during the scheduled generator change out procedure for elective replacement. A new lead was successfully implanted. No additional adverse patient effects were reported.